Manufacturer narrative:
(B)(4). D10:00599401792 - right size g cemented option femoral component femoral plastic cap must be removed prior to implantation - 6270292700598801014 - 14mm diameter 100mm length straight stem extension combined length 145mm - 3721467100598004702 - stemmed tibial component precoat size 6 for cemented use only use of this tibial component with lcck articulating surfaces requires using a stem exten - 6274910800598800626 - tibial block and screws precoat size 6 5 mm thickness - 6028372700598801215 - 15mm diameter 30mm length straight stem extension combined length 75mm - 6272693000599003710 - distal femoral augment block precoat may be used with posterior and/or anterior blocks size g 5 mm augment with screw - 62297146g2 : foreign country : australiacustomer has indicated that the product will not be returned to zimmer biomet for investigation as it was discarded. Once the investigation has been completed, a follow-up MDR will be submitted.multiple MDR reports were filed for this event, please see associated reports:0001822565-2023-037340002648920-2024-00015

Event description:
It was reported that the patient underwent an initial knee arthroplasty. Approximately 9 years post-op, the patient underwent a revision of the femoral component, stem, and poly due to pain. A patella resurfacing was also done at this time. Attempts have been made and all available information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the provided pictures identified signs of implantation as the implants have foreign material on them. As the devices were not returned further evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Radiographs were provided and reviewed by a health care professional. Review of the available records determined that additional review of the provided x-rays would not enhance the investigation. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.